Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Used guide wire and drill with ease, screw felt fine going into the bone. Did not realize the screw had stripped its thread till he noticed a buckle under the skin and found the fragment under x ray. Surgeon had to make a small incision to remove the fragment.